Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00759 (B)(4), 9610612-2020-00760 (B)(4). Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. In similar cases as the described, the rod persuader was not completely / correct attached at the pedicle screw. This leads to the jamming of the instrument. The IFU figures out, to ensure the correct attaching to the head of the pedicle screw. Therefore we assume a handling error as the most likely root cause.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ennovate rod persuader. According to the complaint description the instrument jammed on the screw and the surgeon used a hammer to seat the counter torque. During the procedure there was a surgical delay of 15 minutes. Additional information received that there was no impact to patient just a case delay while removing the instruments. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00759 (B)(4). (B)(4).